Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy handpiece had an unspecified error that occurred and will not work. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. Updated field(s): d8, d9, h2, h3, h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to transducer not working. However, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.